Event description:
The customer contact report the pt received more medication than intended. The pump was returned to clinical engineering department with a report that stated, "the pump allowed dilaudid 6mg in hour when should it have lasted 12 hours. It was checked by the nurse and charge nurse." No specific pt information, pump programming, or event details were available. There were no reported adverse pt effects. The customer contact stated"I dont think there is a problem with the pump." During testing at the user facility, the device passed testing, multiple unsuccessful attempts have been made to obtain additional information.